Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/09/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared to be blank. The pump case was removed, and the internal eeprom component was observed to be cracked, which may lead to a blank display screen. Further software testing confirmed that the cracked component was the cause of the blank display screen. Unrelated to the complaint, the battery compartment was observed to be cracked.